Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris texium smartsite low sorbing secondary set was loose the following information was received by the initial reporter with the following verbatim. Chemo rn came to the pharmacy stating when infusion was started on her zirabev piggyback drops of fluid began to leak where texium met patient line (attached with arrow pointing to area of interest). Rn stopped infusion and tried re-tightening connection. When infusion was started again fluid began to leak from connection seam of texium and patient line again. Medication, lines, and original packaging were placed into chemotherapy hazard bag and sent to the pharmacy. Pharmacy techs supplied original packaging used for chemo piggy back as well.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info.